Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a moderately calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a leg interventional procedure. Reportedly, the suture was successfully deployed; however, blood was observed to be gushing out of the access site during knot advancement. The knot was unable to be advanced; therefore, the knot was broken and the suture was removed. A 7.5f sheath and subsequently an 8f sheath were inserted in an attempt to stop the bleeding with no success. An unspecified balloon dilatation catheter was then placed also in an attempt to stop the bleeding with no success. A surgical cut-down was performed to repair the artery. Hemostasis was achieved via surgical suturing. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of hemorrhage and vascular injury (tissue damage) are listed in the perclose proglide instructions for use as potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.